Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a mentor smooth round high profile 330cc saline breast prosthesis that deflated during surgery. The prosthesis was filled up and it was noticed that it was deflating. The prosthesis had contact with the patient, but there was no patient consequence.